Event description:
It was reported that the image of the short scope became obscure during a mini-invasive spinal procedure. The procedure had to be changed to an open procedure.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.